Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient presented to the clinic for a routine follow-up. Upon interrogation, the atrial lead exhibited an insulation break with noise noted on the atrial channel. The atrial sensitivity was reprogrammed. No further information was available.